Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst blood collection tubes had the stopper pull out of the tube while in an analyzer. The following information was provided by the initial reporter: "on (B)(6) 2022, when the endocrine laboratory carried out the inspection project, a total of 500 samples were made, and about 70 samples were found to be unable to be removed when the cap was removed and there are also some blood collection tubes with the cap pulled out, but the rubber stopper still remains in the blood collection tube."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but three (3) photos and two (2) videos were provided for investigation. The photos and videos were reviewed and the indicated failure mode for closure separation with the incident lot was not observed. There was no evidence that the stopper remained in the tube while the hemogard closure was removed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of closure separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst blood collection tubes had the stopper pull out of the tube while in an analyzer. The following information was provided by the initial reporter: "on (B)(6) 2022, when the endocrine laboratory carried out the inspection project, a total of 500 samples were made, and about 70 samples were found to be unable to be removed when the cap was removed and there are also some blood collection tubes with the cap pulled out, but the rubber stopper still remains in the blood collection tube."